Event description:
The pt was reportedly implanted with a boston scientific advantage fit system and an unnamed cook product. The implant date(s), surgeon name(s), and the location of the surgery were not reported by the complainant. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status;

Manufacturer narrative:
As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation - eval: investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the info provided by the complainant, details regarding a specific correlation between the cook product's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a follow up MDR will be filed.